Event description:
Patient with l4-s1 optima implants, consulted surgeon after hearing a "pop" then feeling pain. X-ray shows a broken screw (mid-shaft) at s1. The broken screw is still in the pt in early august. We are still attempting to get additional info and to know whether the broken screw is removed from the pt or not and to know outcomes attributed to adverse event. No info is available as the pt may keep it.

Manufacturer narrative:
Not available because the broken screw is still in the pt in early august. We keep contacting our distributor to get additional info and to know whether the broken screw is removed from the pt or not and to know outcomes attributed to adverse event. So far, no additional info is available.